Event description:
It was reported the physician placed the lead in the epidural space and was steering the lead when the patient complained of pain and nausea. Then the patient's blood pressure suddenly dropped to 90/40. The physician abandoned the trial procedure. The pt was stabilizing and was sent to the emergency room for observation. Follow-up with the patient revealed the pt has recovered.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.